Event description:
Healthcare professional reported no complaint against the device for right side. Device was explanted and replaced. Later, hcp reported rupture for right side.

Manufacturer narrative:
Continued e1. Phone: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported no complaint against the device for right side. Device was explanted and replaced. Later, hcp reported rupture for right side.

Event description:
Healthcare professional reported no complaint against the device for right side. Healthcare professional later reported right side rupture. Device was explanted and replaced.